Event description:
The syringe is dirty. When you pull out the piston it goes unusually easily, the resistance in the syringe is not as usual. If you push the piston in towards the top and pull the piston out again, tough threads are formed. Dirty syringe additional input- 01/nov/2023 - (B)(6). We have several syringes that you may collect. At first the anomaly was noted during drug preparation and syringes were discarded. The syringes we have in storage now have been visually inspected and replaced since they look abnormal. Additional information 13/nov/2023 - (B)(6). Not so much dirt, it seems like a clear substance which adheres to the bottom of the plunger. When plunger is first pushed in then pulled out the substance forms threadlike structures. The plunger moves without any friction

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (foreign matter): multiple samples were provided to our quality team for investigation. The products were visually inspection, no contamination, excess of silicone, or defect with the performance of the products were observed. A device history review was performed for reported lot 2307737, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the description of the alleged foreign matter, it is possible the customer was referring to silicone. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content testing are conducted for each lot to evaluate the movement of the plunger. Results for the reported lot were reviewed and no issues were identified. Testing was performed on the returned samples, results verified the product met required specification, no excess silicone or issues with the plunger movement was identified. Based on our quality team's investigation and given the samples did not display the reported condition, we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
The syringe is dirty. When you pull out the piston it goes unusually easily, the resistance in the syringe is not as usual. If you push the piston in towards the top and pull the piston out again, tough threads are formed. Dirty syringe. Additional input- (B)(6) 2023 - (B)(6). We have several syringes that you may collect. At first the anomaly was noted during drug preparation and syringes were discarded. The syringes we have in storage now have been visually inspected and replaced since they look abnormal.